Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump set 490102 was firing air bubble alarm even after troubleshooting the tubing and bubbles not visible.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was provided for evaluation. The sample was visually evaluated, and no defects were observed. To replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Thereafter, the sample was functional leakage tested, and no leakage was detected. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.160 inches which meets the specification of 0.1556-0.1633 inches. Based on the investigation finding, the sample met internal specification; therefore, the reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.